Event description:
Essure migrated and punctured my left fallopian tube which caused me to have a hysterectomy. I had heavy bleeding and horrible pain and fatigue which lead up to the coils being removed.